Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the lead migration was due to neck motion, it slipped through the anchor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leafing to the loss of therapy and lead revision was that the lead moved down. There was no way to anchor the lead securely where the most effective was in their upper neck, which led to the loss of any effect. The loss of therapy was somewhat resolved, but not nearly as effective as the first placement, but seems to help some, but they wish it would do more. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a290 lot# (B)(4) implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the lead did not detach, it migrated interfering in the spinal cord. The hcp reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had an x-ray previously to check on the position of her lead because she had a loss of therapy. It was found that the lead had to be reattached and the patient had a lead revision where the lead ended up being replaced on (B)(6) 2017. The indication for use was non-malignant pain.